Event description:
The pt has leads from a competitor. It was reported the pt stopped using her scs system in 2010 due to ineffective stimulation from lead migration. The sjm rep confirmed the pt's ipg was no longer able to communicate with external devices. It was reported the pt is unsure whether she wants to proceed with surgical intervention. She stated she would think about it and report back to her physician. No further info is available at this time.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.